Event description:
The catheter was inserted in the patient's subclavian vein without any problems. During the guidewire removal, the guidewire cut the catheter and a portion of the catheter remained in the patient. An ultrasound was performed to locate the catheter piece.

Manufacturer narrative:
The report was received from foreign regulatory agency. The hospital and patient information are confidential and will not be released. No additional information will be provided. Conclusion: a review of the device history file was completed and no abnormalities or irregularities were found during the manufacture of this lot. The sample was not available for analysis to determine the cause of the reported incident. Date submitted: 10/08/2009.